Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that as the physician advanced the stent delivery system towards the pulmonary vein target lesion the stent dislodged from the stent delivery system (sds)/balloon catheter. The physician used another balloon catheter to successfully implant the stent in the intended target lesion. There was no reported patient injury. The product was prepped properly according the instructions for use with no problems noted. No additional information was available. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15230066 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The report received from the field indicated that during an interventional endovascular procedure, the physician advanced the shrt gen / pro 18 x 80 bil 80 stent mounted on an opta pro balloon catheter towards the intended pulmonary vein target lesion and the stent dislodged from the stent delivery system (sds)/balloon catheter. The physician used another balloon catheter to successfully implant the stent in the intended target lesion. There was no reported patient injury. The product was prepped properly according the instructions for use with no problems noted. No additional information was available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.